Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h1, h2 and h11. Aware date updated to reflect correct aware date.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture and perforation. The patient reported becoming aware of perforation and fracture of the filter approximately nine years and nine months post implant. The patient also reported fear and anxiety related to the filter. According to the medical records the indication for the filter implant was pulmonary embolism (pe) and not a candidate for anticoagulation. The filter was placed via the right common femoral vein and deployed in the infrarenal ivc. There were no immediate complications. The patient¿s medical history included hypertension, chronic obstructive pulmonary disease, sleep apnea, tobacco use, obesity, cyst removal right upper back, appendectomy, hernia repair, bowel resection, migraines, herniated disk and lower back pain and left wrist injury. Approximately nine years and nine months post implant, an abdominal computed tomography (CT) scan was performed to evaluate the filter for an unspecified injury of the inferior vena cava. The medical history at the time included low back pain, abdominal hernia surgery with mesh repair x3 and partial colectomy for polyps. The CT scan reported finding an optease type ivc filter. The apex of the filter lies at the level of the right and left renal veins. The inferior tip of the filter lies approximately 6.2 cm superior to the origin of the ivc. No filter tilting and the most left lateral strut adjacent to the aorta is broken. The inferior aspect of the broken strut perforates the left lateral wall of the ivc by approximately 5 mm. The tip of this broken strut abuts the right lateral wall of the aorta. The remaining structures are intact. No strut migration was noted. There is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without post implant images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture and perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. According to the medical records, prior to the index procedure, the patient presented to the emergency department (ed) with complaints of shortness of breath, two days of coughing, right sided chest pain with wheezing. A computed tomography (CT) angiogram of the chest was performed revealing left lower lobe pulmonary embolism (pe). Per the implant records, the filter was indicated for pe and not being a candidate for anticoagulation. The patient's right groin was prepped and draped in standard sterile fashion. Under ultrasound guidance, a needle was advanced into the right common femoral vein; a guidewire was advanced into the inferior vena cava (ivc), and the trapease filter sheath was inserted into the region of the caval bifurcation. Digital subtraction angiography performed demonstrated a patent cava and the location of the renal veins. The sheath was then advanced into proper position and the trapease filter deployed in the infrarenal ivc. There were no immediate complications. Ten months later, the patient presented to the ed with an insect bite to the right elbow, pain and swelling. The patient was treated and released the same day. Additionally, the patient presented to the ed with complaints of rectal pain a year after the filter was implanted and underwent an abdominal computerized tomography (CT) scan indicated for a history of perineal pain and fullness. The CT scan identified an ivc filter. Incidental findings identified included fatty liver infiltration, abundant stool in the colon and postoperative changes involving the anterior abdominal wall in the region of the sigmoid colon. The patient was evaluated and diagnosed with a perirectal abscess and discharged to home; however, twenty days later presented to the ed with complaints of left-hand injury from a door slam. The patient was diagnosed with a hand contusion and discharged; returning to the ed three days post discharge with complaints of lower back pain radiating to the right leg after being involved in a motor vehicle accident. The patient was evaluated and discharged to home. Two other ed visits were noted in the medical records over the following six months, including a visit for a wood splinter under that nail of the left ring finger; a fishhook in the left hand which was removed, and a laceration to the head after being hit by a cabinet door. The laceration was treated with staples and the patient was discharged. The staples were removed eight days later. Approximately nine years and nine months after the filter was implanted, an abdominal CT scan was indicated for ivc filter evaluation for an unspecified injury of the inferior vena cava. The medical history at the time included low back pain, abdominal hernia surgery with mesh repair x3 and partial colectomy for polyps. The CT scan reported finding an optease type ivc filter. The apex of the filter lies at the level of the right and left renal veins. The inferior tip of the filter lies approximately 6.2cm superior to the origin of the ivc. No filter tilting and one of the struts is broken; the most left lateral strut adjacent to the aorta is broken. The inferior aspect of the broken strut perforates the left lateral wall of the ivc by approximately 5 mm. The tip of this broken strut abuts the right lateral wall of the aorta. The remaining structures are intact. No strut migration was noted. Incidental findings included fatty infiltration of the liver, diverticulosis, small bowel adhesions without obstruction, small ventral hernia and severe multilevel degenerative disc disease and facet arthritis with multilevel acquired spinal canal stenosis and bilateral foraminal stenosis. According to the medical records, the medical history included hypertension, chronic obstructive pulmonary disease (copd), sleep apnea, tobacco use, obesity, cyst removal right upper back, appendectomy, hernia repair, bowel resection, migraines, herniated disk and lower back pain and left wrist injury. According to the information received in the patient profile form (ppf), the e patient reports perforation of filter struts outside the ivc, fracture of the filter and further experienced anxiety and fear related to the filter, becoming aware of these events approximately nine years and nine months after implantation.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture and perforation. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without post implant images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture and perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.